Event description:
The customer reported to olympus during an endobronchial ultrasound (ebus) procedure, foreign matter was found in the biopsy tube. The case was not delayed and there was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the foreign material in channel. Additionally, it was found that the bending cover was leaking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was likely present due to air leakage caused by damaged bending section. However, the root cause of the damaged bending section could not be determined. Olympus will continue to monitor field performance for this device.